Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found that the left drive chain had completely come off and part of the master link was missing on the right drive chain. Both drive chains were replaced and readjusted. After replacement they found that the left wheel had actually been driving constantly backwards. The motion control board was replaced and that corrected the problem. (B)(4). The manufacture date was not available at the time of the reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was unable to drive the system forward. The system will move backwards with power. They tried switching the clutch to manual and then back to automatic to see if it would resolve the issue, but it didn't. No patient was present at the time of the event.

Manufacturer narrative:
H3) the master chain was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection of returned drive chains indicate one drive chain was missing master link, and therefore separated from the system resulting in the system drive not functioning as expected. Second presented drive chain is complete. Both drive chains are in normal use worn condition. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis the motion control board was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. It was installed into a known working system. The system booted and readied. Adjust both potentiometers to 0.0vdc. The left poteniometer voltage was drifting and not staying in spec. Faulty motion control board. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.